Event description:
Customer reported a malfunction alarm identified as alarm 20 on their pump, which occurred during the pumping process. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the issue recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a pump replacement as the defective unit was still under warranty, and instructed the customer on using multiple daily injections as a backup insulin therapy. The customer was also guided on returning the faulty pump using a pre-paid label after setting it to storage mode.